Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/08/2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: the keypad cover was torn at the ok and contrast buttons; the ok button demonstrated intermittent unresponsiveness during investigation. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. The pump was opened for investigation and revealed evidence of moisture on the keypad flex/support bracket. The audio bolus button was damaged and unresponsive when tested. Unrelated to the original complaint, the display was noted to be dim/faded and discolored.